Event description:
It was reported that the pump double beeped with the cassette attached. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 12/30/2024. H3: one device was returned for repair with complaint of double beep with no cassette. This device has not been in for service in the review period. The reported problem was confirmed by functional test. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the problem. The pump passed all functional tests after repair.